Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that the needle pulled off from the thread on only 1 device during this procedure. If this same event occurred on multiple devices during this one patient procedure, please provide the total number of devices where the needle pulled off from the thread.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the needle pulled off from the thread. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.